Event description:
Customer called to report that the insulin pump was alarming during prime/rewind sequence and was unable to exit from rewind loop. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. No alarms noted. Unit was received with scratched display window and missing end cap sticker.